Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History files inspection: the device history files from 2025-07-14 were investigated. On this date, a space line safeset was selected, and the infusion was initiated at a rate of 300 ml/h with a volume of 100 ml. After 8 minutes, the infusion was stopped and a new volume of 100 ml was selected. One hour later, the infusion was completed, and a total of 100 ml had been administered. No abnormalities were identified during the review. Visual inspection: the cover caps on the screw pillars, and the technician seal (44-07-779) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: the device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,51 bar (should be: 0,1-0,7 bar) pressure stage 9: 1,38 bars (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 2,03 bar (should be: 1,8-2,5 bar) pmin: 1,66 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,81 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,69% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. Disassembly: no damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "when checked the pump infused 92ml and not 100ml".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.